Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a paroxysmal atrial fibrillation ablation case, the catheters did not display properly, and a clinically significant delay occurred by approximately 45 minutes due to remapping. The patient was administered extra vasopressive drugs and curare. There were no adverse consequences to the patient due to the delay.

Manufacturer narrative:
A delay to the procedure was observed due to irregular respiration rejection, bloated anatomy and false space, catheter disappearances, and the catheter remaining in a low confidence state. The respiration rejection, model bloating and false space are identified as potential occurrences during a mapping procedure, and techniques to mitigate bloat are known and provided in the IFU. Disappearance of the catheter while showing the blue sheath filter improperly is caused by sensitivity and specificity limitations, and techniques to mitigate this issue are provided in the IFU. When all electrodes for the enguide turn yellow, this indicates a ¿low confidence¿ state and its magnetics indicator in the map display is red. When this occurs the catheter will not be visible. The software is functioning as designed and techniques to mitigate this issue are provided in the IFU.